Event description:
MFR rep reported the pt has a peripheral nerve stimulation which provides continuous stimulation. The pt went to a drugstore and felt three short shocks (like electrical shocks) in the arm. After this, the pt felt a burning syndrome at the neurostimulator site. The skin has been red and hot at the site since the event. The stimulation has remained the same as before; the pt has a good pain relief due to stimulation and measurement of the impedances showed no failure. The device remains implanted. A follow up report will be sent if add'l info is received.